Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence as a result of atrophy at the cuff site. The aus was explanted and replaced. There were no additional patient complications reported.